Event description:
On (B)(6) 2020, dkk received information that at the end of a case the spring guide rod on a lfs monitor bracket sheared off and flew -15-20 feet, and stuck into the far wall near the ceiling. The spring also ejected and flew into the room. When it happened, the patient and three or staff were still in the room. No injury was reported.